Manufacturer narrative:
(B)(4). Device not returned to baxter for evaluation. Therefore, ruptured condition not confirmed . Baxter conducted a trend review and found that similar reports have been received. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate lv 2 device had ruptured during filling. There is no patient involvement. No additional information is available.